Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Concomitant patient medication: anti-platelet agent, statin and an ace inhibitor.

Event description:
The field sales associate (fsa) reported that on (B)(6) 2015, the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. The contralateral leg component pxc141000 was tracked through a dryseal sheath dsl1828, and then advanced outside of the sheath into the ipsilateral leg of the main body ((B)(4)/unk). The surgeon reportedly experienced difficulties when advancing the pxc component around a "bend" in the common iliac artery. When attempting to deploy the pxc141000, the deployment knob was unscrewed and pulled. The string attached to the deployment knob however 'snapped', leaving no string attached and the contralateral leg component undeployed. The decision was made to slowly retract and then replace the pxc141000 with a new one, but the leading end of the catheter was detached from the rest of the delivery catheter. Following numerous attempts to remove the pxc component with various snare devices, the surgeon decided to cover the undeployed pxc with a longer pxc obtaining both proximal and distal seal over the undeployed pxc. The leading end of the catheter remained in the patient. The final run showed no endoleaks. The patient tolerated the procedure. The rest of the catheter was discarded at the facility.